Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and there were high force readings without an error message. The device was visually inspected and the shaft was damage with exposed material, which is why this complaint was reportable. Magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. Additionally, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the shaft with exposed metal. It is possible that the damage was generated with an unknown object and/or excessive manipulation. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage observed on the shaft cannot be determined. The root cause of the internal failure of the sensor cannot be determined, however, an internal corrective action was created to investigate this issue. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and there were high force readings without an error message. The cable was reseated and replaced with no resolution. When the catheter was replaced, the issue resolved. The procedure was completed with no patient consequence. This event was originally assessed as not MDR reportable because the potential risk that it could cause or contribute to a serious injury or death is remote. The device was returned to the biosense webster failure analysis lab for analysis, and on april 3, 2018 and after visual inspection, it was found that the shaft presented damage and exposed material approximately 9 inches below the transition between the tip and the shaft. On april 6, 2018, a scanning electron microscope analysis showed evidence of mechanical damage, stress marks and a hole on the surface of the shaft with exposed metal. It is possible that the damage was generated with an unknown object and/or excessive manipulation. This finding has been assessed as a reportable malfunction. The awareness date has been reset to april 3, 2018.